Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigations, it could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed since the reprocessing was not conducted properly due to delay in pre-cleaning. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the balloon cannot be deflated. The acoustic lens had a chip. Due to the clogging of the air and water tubes, no air or water was fed. The universal cord, grip, scope cover, connecting tube, and objective lens had a scratch. The suction cylinder had a dent. The upward, downward, right, and left angulation control knob, switch box, and forceps control lever had discoloration. Due to the wear of the angle wire, the bending angle in the down direction did not meet the standard value. The light guide cover glass had a stain. Due to the deformation of the electrical connector, water tightness was lost. Due to the clogging of the water suction tube, the balloon cannot be deflated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed during the device evaluation the gastrovideoscope exhibited knob wire and the adhesive on the bending section cover or distal sheath had foreign objects. Due to clogging of balloon water tube and channel cleaning brush could not be inserted smoothly. The issue was found during maintenance. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.